Manufacturer narrative:
It was reported that as the drain was being removed, it broke and the retained piece was manually removed. Multiple attempts have been made to gather additional information with very little response from the facility. We have not been provided many details regarding this incident. We were told that the drain was sutured in place. Nicking or cutting the drain can affect the integrity of the drain. No sample has been returned for evaluation. Without a sample, a root cause has not been determined.

Event description:
The drain broke upon removal and the retained piece was manually removed.